Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 03/03/2016. Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and tested. The oil mist filter exhibited a mist. The reason for return of the oil mist filter was confirmed. The assignable cause of the haze/mist/vapor issue is the oil mist filter. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
Conclusion: conclusion not yet available-evaluation in progress.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad® nx sterilizer. Two healthcare workers (hcw) experienced headaches. It is unknown how long the headaches lasted. There was no load affected. The hcws did not seek or receive any medical attention/treatment and is reported to be "fine". An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.